Event description:
It was reported that the catheter was inserted in the internal jugular vein. After the catheter was placed, the user tried to remove the spring wire guide (swg) from the catheter. Upon removal, the swg was found broken and a part of it was left in the pt. As a result, the swg was surgically removed.